Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26695773. No devices or photos were received; therefore the condition of the components is unknown. The device is used for treatment. It was reported in a journal article titled "the focally constrained liner is a reasonable option for revision of unstable total hip arthroplasty" that to cement another longevity constrained liner during revision any damage to the previous constrained liner that would indicate an area of impingement was identified at the time of the repeat revision. This information was then used to re-orientate the liner so that impingement could not re-occur in that position. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that four patients were revised due to a dislocation. The revision consisted of cementing another longevity constrained liner into a different orientation.